Manufacturer narrative:
The device was discarded at the user facility. A sample from the same lot number is returning for evaluation.

Event description:
The event involved a customer allegation of a transpac IV monitoring kit that became detached at a junction that was supposed to be bonded. After review of the customer provided image, the bonded site was located on the pressure tubing. There was no adverse event and no medical or surgical intervention required.

Manufacturer narrative:
One used, list # 011-46110-71, transpac® IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset¿ reservoir and blood sampling port; lot # 3421156 was received for testing and evaluation. As received, the 24" arterial tubing was separated from the female luer. The end of the separated tubing and the female luer was microscopically observed and it appears that there was insufficient solvent. The reported complaint of tubing detaching from a junction was confirmed. The used sample appears to have insufficient solvent at the bond location. The probable cause for the separation is a manual manufacturing process error during bonding. Seventeen (17) new, list # 011-46110-71, transpac® IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset¿ reservoir and blood sampling port; lot # 3421156 were received for testing and evaluation. As received, the new and unopened monitoring kits were hydrostatically pressure leak tested and no leaks or defects were observed. A device history review (DHR) was completed and no non-conformances were noted that would have contributed to the reported complaint.